Event description:
On (B)(6) 2012, a spontaneous report by a registered nurse (rn) was received from a company rep regarding a (B)(6) female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history, the pt's skin type, and concomitant medications were not reported. The pt received an injection of restylane-l from two 1 cc syringe (amount injected not reported) on (B)(6) 2012 to unspecified 'facial areas." Pre-procedure medications and add'l procedures performed at the time of implantation were not reported. On an unspecified date in (B)(6) 2012, after the implantation, the pt developed lumps, bumps, redness and swelling around the facial areas injected. On (B)(6) 2012, the pt returned to the injecting clinic for an unspecified "non-filler treatment" and the events were noted. The lot number and expiration date were not reported. On (B)(6) 2012, add'l info was received from the rn. Based upon the info received, the events of implant site nodule and implant site swelling were subsumed under the event of implant site mass. Medical history included a previous injection of restylane (cross-linked hyaluronic acid dermal filler) performed at a different facility on an unk date (reported as "over a year ago" from the date of the report) to the nasolabial fold and marionette lines without problems, per the pt's report; the pt's medical history was otherwise reported as "none". The pt's skin type was fitzpatrick ii. Concomitant medications included vitamin b, vitamin c, vitamin d, and calcium. The rn confirmed that the pt received a 2 cc injection of restylane-l from two 1 cc syringes to the jaw line bilaterally via an unk injection technique. The pt did not receive any pre-procedure medications and no add'l procedures were performed at the time of implantation. On (B)(6) 2012, the pt was medically evaluated and an incision and drainage, culture, and biopsy were performed. No bacteria were cultured out. The rn stated "it was just product;" "it was material left in the pt's area of injections" further clarified as "it was the product in lumps." No testing was performed on the product to confirm it was restylane. The lumps, bumps, redness, and swelling were ongoing and a new lump on the right side of her jaw was noted. Hyaluronidase (0.1 ml with 0.9 ml normal saline) was injected to the unspecified area. The rn's opinion of causality was that the treatment caused the reported events. The rn assessed the severity of the events as severe. The lot number and expiration date for restylane-l were 11290 and august 2013, respectively. On (B)(6) 2012, add'l info was received from the rn. Based upon the info received, the events of injection size erythema and implant site mass were subsumed under the event of hypersensitivity. On (B)(6) 2012, the pt was medically evaluated. A new lump on the right posterior jaw line was incised and drained; no culture was sent, since that had already been done in the past. On (B)(6) 2012, the pt was evaluated of 0.1 ml of hyaluronidase mixed I a 1 ml syringe with 0.9 ml of normal saline. On (B)(6) 2012, the pt was medically evaluated. The lumps were improving and firmness was noted along the jawline; the redness, which was further described by the rn as "wouldn't say redness, just darker in color" was ongoing. The pt's events were diagnosed as an allergic reaction to the restylane. No treatment was provided. A f/u appointment was scheduled for an unspecified date in (B)(6) 2012. Company comment: the event of hypersensitivity has been assessed as unassessable as no testing or lab studies were performed. On (B)(6) 2012, add'l info was received via voicemail from the rn. On (B)(6) 2012, the pt came back in to the clinic be evaluated and was noted to have a bump on her right posterior jaw line. The pt was treated with an injection of hyaluronidase and normal saline and the area was massaged. On (B)(6) 2012, the pt returned to the clinic for an eval. The pt was treated with an add'l injection of hyaluronidase and normal saline. The pt was to return to the clinic on an unspecified date in (B)(6) 2012 (reported as "in 2 weeks" from the date of the report). On (B)(6) 2012, add'l info was received from the rn. On (B)(6) 2012, the pt was medically evaluated. The firmness and lumps were ongoing mostly on the right side of the pt's jaw line. No treatment or new diagnoses were rendered. Future f/u with the pt was planned for an unspecified date in (B)(6) 2012 (reported as "in about 6 weeks" from the date of the report). On (B)(6) 2013, add'l info was received from the rn. Based on the info received, the event of injection site atrophy was added and the case was upgraded due to unexpected severity. On (B)(6) 2013, the pt was medically evaluated. As of the appointment, the firmness and lumps had resolved. Pictures of the pt were taken and compared to previous photos. The pt was diagnosed with fat atrophy/indentation in the affected areas, due to trauma from the allergic reaction to restylane. The darker color was still present, but the rn felt that this was just shadowing from the fat atrophy/indentation. No add'l treatment was rendered, and no further f/u was planned.